Manufacturer narrative:
Additional information was received that database analysis revealed no anomalies. It was reported that the discomfort was believed to be caused by sore pocket.

Event description:
A report was received that the patient experienced slight discomfort at the ipg site and pain increased only while using the charging system. The pain was described as stabbing and the stabbing pain felt like going through the body. The pain takes about two hours to subside after a 15 minute charging session. The patient received lidocaine injection at the pocket site. Upon follow-up, the patient no longer reported pain at the battery location during charging. No device malfunction was suspected.

Manufacturer narrative:
Event date: (B)(6) 2015.

Event description:
A report was received that the patient experienced slight discomfort at the ipg site and pain increased only while using the charging system. The pain was described as stabbing and the stabbing pain felt like going through the body. The pain takes about two hours to subside after a 15 minute charging session. The patient received lidocaine injection at the pocket site. Upon follow-up, the patient no longer reported pain at the battery location during charging. No device malfunction was suspected.